Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported a clenz leak from the dispensers on the lh750 instrument. The leak was not contained and the customer could not identify the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the knob on the blood sampling valve (bsv) was loose. This allowed the cleaner to leak from the tubing attached to the bsv that delivers cleaner. Fse tightened the knob and verified the repair with established procedures. Results met published performance specifications. No further leaks were reported.